Event description:
The customer called for assistance in rewinding the insulin pump. During the call, the customer mentioned that she was hospitalized last week with blood glucose levels greater than 500 mg/dl. At the time of the call, the customer's blood glucose levels were greater than 600 mg/dl, and she was not feeling well enough to troubleshoot. The customer's nurse took the phone, and stated that the hospitalization was also due to hallucinations, and falls that the customer experienced. It was stated that the customer's infusion set was removed, and the cannula was bent. Assisted the caller with the rewind process. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.